Manufacturer narrative:
D4/h4) the lot number was not provided; thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) cardiac perforation and lld cut/cap are known risks of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A right atrial (ra) lead was present within the patient, but was not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, advancement was made to through the subclavian/innominate junction and down the superior vena cava (svc). Lead binding was observed on x-ray, and when pulling traction on the lld, the heel of the lead at the bottom of the atrium was freed. However, the patient¿s blood pressure dropped, and a small effusion was detected via transesophageal echocardiogram (tee), showing a small perforation at the bottom of the ra. Rescue efforts began, including pericardiocentesis. The patient stabilized and the decision was made to abandon the extraction procedure. Attempts to unlock the lld ez were unsuccessful; therefore, the rv lead, along with the lld ez, were cut/capped and remained in the patient. The patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the suspected perforation occurred, requiring intervention, and was cut/capped and remained in the patient.